Manufacturer narrative:
The pump was received with a drive count/time values or changes incorrect for moving or coasting. Too slow or too fast alarm during rewind due to corroded motor home switch. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test or verify an error in the motor was detected by reading unexpected value from hall sensor. Alarm due to drive count/time values or changes incorrect for moving or coasting. Too slow or too fast.

Event description:
The customer reported via phone call that the insulin pump had drive count error and error in motor detected alarm. Customer¿s blood glucose level was unknown. Customer reported that the were able to clear the alarm. Customer did assist with troubleshooting. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.